Event description:
This pair of scissors broke during an ophthalmic procedure when the doctor was cutting the optic nerve. Another pair of scissors was used to complete the procedure. There was no patient injury.